Manufacturer narrative:
The investigation has been completed. The console (ic1681) was sent back for further investigation. During visual inspection in the interior of the aic circuitry, it was observed that the speaker connector to the self-expandable impella cp (epc) at terminal x30 was disconnected. The inaudible alarm was reproduced in the lab. When the speaker cable was unplugged, alarms were inaudible. When plugged in, the alarms were audible. There was no other visible damage to aic. The cause of the aic issue was a loose alarm connector. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced all alarms not audible. No patient was involved.